Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. In 2008, abbott point of care was contacted by a customer who reported in a previous day at 12:20 an I-stat cardiac troponin I cartridge yielded a result of 0.26 ng/ml. Repeated same sample, in plasma, using laboratory equipment yielded a result of 0.04 ng/ml. The same sample was retested in the next day at 8:59 using plasma on an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml. Customer stated sample was slightly hemolyzed. Sample collected in bd green top (lithium heparin) tube (lot 7278403, exp. 2009-02).

Manufacturer narrative:
Abbott has completed its testing of the heparin lots for products meeting the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to mnufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated]. The heparin lots identified in the apoc manufacturing process have passed the nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) tests. Becton dickinson (bd) tube testing has started.